Event description:
(B)(4) clinical study. It was reported that acute myocardial infarction (mi) occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the mid right coronary artery (rca) with 100% stenosis, a length of 26 mm, and a reference vessel diameter of 4.0 mm. The target lesion was treated with direct placement of a 4.00x28 mm promus element¿ plus drug-eluting stent and post-dilatation with 0% residual stenosis. The following day post index procedure, acute mi was reported which led to the prolongation of initial hospitalization and the patient was treated with medication. Seven days post index procedure, the event was resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).